Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had too many scratches on the screen and wasn't able to see the screen clearly. Customer noticed the screen was scratched about a month ago and it was getting harder to see. Customer didn't know blood glucose level. Troubleshooting was performed and it was determined the damage occurred over time and normal use. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No damage was noted to the display glass. The insulin pump had minor scratches on the display window and a scratched case.